Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse delivered during testing) was investigated. Upon investigation, the monitor was unable to detect an ECG signal. The cause for the failure was isolated to a shorted u612 inverting charge pump on the c/a board and shorted q6, q7, q8, q10, and q13 components on the defib board. The root cause for the shorted u612, q6, q7, q8, q10, and q13 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during testing.